Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was repositioned due to increased capture threshold. All the electrical parameters are good and stable after.the patient's condition is good.